Event description:
It was reported that the patient had a fall and lost coverage. An x-ray was taken and showed the paddle lead had migrated to the left. Impedance testing and reprogramming were also performed. The doctor planned to revise with a new paddle replacement. The patient was alive with no injury at the time of this report. It was later reported that the revision had been done. A different manufacturing representative (rep) was the person to program the patient at her post-op. It was unknown if she was getting adequate coverage. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was doing really well and the coverage seemed to be exactly where it was needed.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger. (B)(4).